Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the collet in the reported problem area of the pipette assembly was stuck in the open position. The collet was cleaned and inspected. All plunger clamps and lld contact springs were inspected. The instrument was tested without further problem and returned to service.